Event description:
Eight days post implant it was reported that the atrial lead had dislodged and exhibited high thresholds. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.